Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, while at a hardware store, the patient experienced a sudden fall and loss of consciousness. The store owner immediately contacted ems. Upon arrival, ems recorded a bg level of 42 mg/dl using a meter, while the patient¿s cgm displayed 152 mg/dl. Ems administered juice and crackers as treatment. The duration of unconsciousness was not specified. The patient was not transported to the emergency department and was reported to be ¿doing fine¿ following treatment. At the time of reporting, the patient remained stable and ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.